Event description:
Customer reportedly obtained a result of 30 mmol/l on the inform system while a comparison lab returned as 7.0 mmol/l. The blood for the lab was drawn within 10 minutes of the inform test result. No adverse event reported. Requested return of suspect system for evaluation.